Event description:
Surgeon reported that a pt underwent ventral hernia repair in 2004, during which the operative report notes that "the coated side of mesh was placed on the peritoneum and the uncoated portion on the bowel". The pt developed a recurrent hernia the following year; the CT scan shows mesh as intact. The pt was returned to surgery in 2005, where significant adhesions to the patch were noted.

Manufacturer narrative:
Conclusion: due to the description in the operative report, the orientation of the proceed mesh cannot be accurately determined at this time. The product insert does instruct the user that correct surface orientation is critical for the proceed mesh to function as intended. The polypropylene mesh side (with blue stripes) should be placed adjacent to tissues where tissue ingrowth is desired. The orc side should be placed adjacent to tissues where minimum tissue ingrowth is desired (visceral surface).